Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, headaches, lesions on her vocal chords. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, headaches, lesions on her vocal chords related to a CPAP device's sound abatement foam. No medical intervention was specified for the reported event. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes that no further action is necessary. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination throughout device enclosure, and airpath inconsistent with degraded sound abatement foam was observed which suggesting a source external to the device. The manufacturer also obssrved black contamination at the blower seal of the blower box which is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination and eratin contamination in the device was observed by the manufacturer, which are consistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, medical device problem code, type of investigation, investigation findings and investigation conclusions has been updated. Section d8, d9, h2, h3 has been updated.